Event description:
Device 1 of 5. Reference MFR report #s 1627487-2012-12845, 12846,12847, and 12848. It was reported the pt did not experience adequate pain relief and is having all of the neuromodulation devices explanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.